Event description:
Boston scientific received information that this product was part of a system revision due to pre-existing infection. It was noted that the patient previously had another competitor system that was also explanted due to infection. Moreover, the day the competitor products were explanted was also the time that the bsc products were implanted so the patient was already compromised at implant. No evidence of vegetation; however, culture revealed that patient was positive for clostridium difficile. The product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.